Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history review did not reveal any evidence of nonconforming product. The reported symptom 'keypad on/off button does not work' was observed during evaluation and is considered confirmed. Evaluation observed the on/off, #0 and (.) Keys to be inoperable due to a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "keypad on/off button does not work". There was no patient involvement. No additional information is available.